Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields :g2 (health professional and distributor checkboxes should be left blank). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified; however it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event 1/2. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope screen went dark when using the video system center. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: kyoju-no-kai general incorporated association shin-takeo hospital. Added here due to character limitation in respective field.